Event description:
It was reported that a malfunction alarm with code malf 12 occurred, displaying fault ID 0x2071. There was no reported adverse impact to the customer's blood glucose level. The customer, having received guidance from technical support, successfully reset the pump, and the malfunction did not recur. The customer was instructed to call back if any further issues arose, and they acknowledged this advice.